Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) showed incorrect measurements. The patient was in stable condition.

Manufacturer narrative:
The reported issue appears to be regarding the af burden percentage in the af statistics display and not the actual af burden daily trend. The behavior is per design to display the af burden percentage since the last transmission, and not cumulative over the last 31 days.